Manufacturer narrative:
Additional narrative: investigation summary: the complaint device was sent to the manufacturer and an evaluation was performed. The sales rep reported the device as having dents in the scope and scratches, per evaluation report, this complaint can be confirmed. The evaluation revealed that there were scratches on the distal tip, the tube was dented, and the image was cloudy/foggy. The objective window, tubes and fiber optics were replaced. Internal scope cleaning was also carried out. The device was repaired and found to be working according to specifications. User mishandling is the likely root cause of the reported failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/26/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device history lot : the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/26/2019 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that upon inspection of the arthroscope 4/140 30 qik/striker hub arriving there are dents in the scope and scratches. The unit was not used in a case and therefore no patient harm or delay in a case was caused. This report is 1 of 1 for (B)(4).